Event description:
It was reported a patient underwent a hip surgery on (B)(6) 2022 and suture was used. Post op, the patient had a reaction. At about six weeks patient developed a reaction to the suture with pustules at the top and the bottom of the incision. First visit to the dermatologist the doctor suggested using a topical cream. Then two weeks after the reaction had gotten worse and the treatment was an injection in each area at the top and the bottom of the incision. Patient returned to dermatologist two weeks later where the doctor busted open a pustule at the bottom of the incision which released some greenish liquid which the dermatologist sent off for analysis for infection and waiting results. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent is a photo available of your reaction? If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? No device available for analysis. Note: events reported on mw# 2210968-2022-07731. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If further details are received at a later date a supplemental medwatch will be sent. Additional information provided 9/26/2022 my dermatologist has been the only doctor interested in helping me and is very responsive even if I couldn't get into her office. I would like to involve her and am going to have to make yet another appt. With her since I am still extremely itchy from a different rash that started a few days after the allergic contact dermatitis was clearing up and when the oozing rash started up again along the incision (presumably due to the stitches starting to dissolve). The sample my dermatologist sent off for culturing showed "scant growth of staphylococcus aureus (demonstrates inducible clindamycin resistance." Neither doctor thought I should go on one of the other antibiotics the lab recommended. My 3 month follow-up appt. With dr. Hicks is october 5. Somewhere I read that stitches can take as long as 7 months to fully-dissolve. I really don't want to spend the next 4 months scratching to the point of bleeding or taking allegra during the day and benadryl at bedtime. Additional information provided: 10/11/2022 dr. Released me from his care at my recent visit. The nurse also asked if I gave approval to forward the picture I sent to them a few days after the steri strip was removed (9 days after surgery) and of course, I gave my approval. I saw my dermatologist the day before seeing dr. For the last time. She is calling my recent rash atopic dermatitis and prescribed a very expensive ointment, which seems to be working. She didn't seem to want to be involved in this complaint although she has been the only helpful doctor. I can forward the results of the lab info from the sample of pus she got from the bottom of the incision site if you need it. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Photos of reaction? What date /day post op was the reaction noted? Was any prescription strength medication prescribed? Please specify? Was any surgical intervention performed? If adhesive removed, on what day post op? Was there a need for additional wound closure? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product codes and/or lot of product used? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report.